Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the lap top ventilator 1200 had a burning smell and felt 'overheated.' Noticed a clicking sound coming from the solenoid mount during each breath, whether the device was open or closed. The unit was on a patient at the time of the burning smell issue, but no patient harm was reported. They swapped out with another device.